Event description:
The device was used during a left anterior resection procedure. Reportedly, the instrument did not fire. The surgeon applied another device to complete the procedure. The hospital has repported no patient injury occurred.